Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the returned product consisted of a jetstream xc 2.4mm atherectomy catheter. Visual examination of the device showed no damage or irregularities. Functional analysis was done by completing the setup procedure and performing aspiration testing of the device. Test results showed that this device did perform as designed per the test procedure specification sheet, withdrawing 37ml of fluid in the 1 minute time frame.

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the left lower extremity. During the procedure, the device was running and it lost aspiration. The device was removed and the procedure was completed with a balloon. There were no patient complications reported and the patient's status was fine.